Event description:
It is reported that the device was implanted in 2008. Ten days post-op, the pin was falling out. Revision surgery occurred on thirteen days later.

Manufacturer narrative:
This report will be amended when our investigation is completed.